Event description:
The customer received a blood glucose reading of hi on the contour, re-tested on a different meter and the readings were 116 and 112mg/dl. The differences between the readings fall in the "d" zone of the consensus error grid, making the differences clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and new meter were sent to the customer.